Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage from the balloon is unconfirmed as the problem could not be reproduced. The device returned was one 20 fr tri-funnel replacement gastrostomy tube, with 20 cc inflation capacity. Visual observation found dark discoloration on both the catheter and the balloon. Residues were found on the device as well. Some of the printing at the proximal end of the catheter was faded or worn away. Functional testing found that when inflated and reinflated with 20cc of water, no leaks in the balloon or elsewhere were discovered even when the cuff was moved. Microscopic observation found no notable damage to the halkey-roberts valve of the inflation lumen. The complaint is unconfirmed as the problem could not be reproduced. However, the initial dislodgement described may have been due to insufficient balloon inflation or volume maintenance and re-inflation. Balloon volume check and re-inflation should occur every 7-10 days. The IFU states: ¿3. Check balloon volume every 7 to 10 days for correct inflation volume using the following steps: discontinue feeding. Use a luer-tip syringe to completely evacuate water from balloon. Discard evacuated water. Reinflate balloon with appropriate amount of water. Maximum inflation volume is printed on the color-coded balloon inflation port.¿. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the device fell out of the patient naturally, therefore, the healthcare professional infused sterilized water into the device to check for any abnormality. Leakage from the balloon was observed. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported that the device fell out of the patient naturally, therefore, the healthcare professional infused sterilized water into the device to check for any abnormality. Leakage from the balloon was observed. No patient injury reported.